Event description:
It was reported to covidien on 06/15/2011 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports the uvc was placed on (B)(6) 2011 and was observed that in some positions, a drop of fluid would form below the portion of the catheter that connects to the IV tubing. On (B)(6) 2011 the uvc was removed. The customer reports at no time was the wave form of displayed bp altered by the leak and no alarm was triggered. The customer reports no harm to pt as a result of this incident.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.